Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began early on (B)(6) 2015 about 9:00pm. The patient manages her diabetes with insulin (self-adjuster). As a result of the alleged issue, the patient reported that she consumed more food/drink. She reported that on ¿(B)(6) 2015 at 7:00 and 7:30am¿, she developed symptoms of ¿shaky [and] weak¿. She reported that on ¿(B)(6) 2015, at 8:55am¿, she administered ¿shots, pills and breakfast¿. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The cca also noted that the issue occurred after removing/replacing the battery(ies). The cca walked the patient through resolving the issue and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.